Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is not currently available.

Event description:
It was reported that there was suction malfunction. There was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. The device was sent to the supplier for repair. Evaluation of the device revealed: the active tip looks in a used condition, with debris noted in the suction port. There is no visible debris in the proximal suction tube. No evidence that the suction control clamp was used. Functional testing (general connection, flow rate and activation) was performed, and all of the tests passed. Electrical testing was not conducted as no electrical faults were reported and functional testing confirms electrical function. The investigation could not substantiate the customer¿s claim that the suction did not work. It was noted on receipt of the product that there was tissue debris in the distal suction port; however, when a flow test was performed a flow rate within specification was obtained. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. This complaint cannot be confirmed. We cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).